Event description:
It was reported that the patient's implantable cardioverter defibrillator went into inappropriate back-operation. The device was restored without issue. There were no patient consequences.